Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip (device #1) device may have caused or contributed to the reported event. The information provided alleges that the mesh had to be removed. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol sepramesh ip (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported, per medical records & legal claim: (B)(6) 2005: the patient was diagnosed with an incisional hernia and underwent repair with implant of a sepramesh (device #1). Per the operative report details, ¿a piece of sepramesh 6 inches x 8 inches was placed over the fascial closure and secured to the fascia using a protacker stapling device (non bard/davol). (B)(6) 2006: the patient was diagnosed with abd pain and underwent excision of abd wall mesh sepramesh (device #1). Per the operative details, ¿this portion of the mesh (sepramesh) was not incorporated. There was a small amount of fluid around there, but no signs of infection. The mesh and coils from the protack stapling device were all completely excised.¿ (B)(6) 2016: the patient was diagnosed with an incisional hernia and underwent repair with implant of a bard/davol ventrio st (device #2). (B)(6) 2017: the patient complained of periumbilical abd pain, dysphagia with vomiting and underwent an upper gi endoscopy.